Manufacturer narrative:
B4:27aug2021. Additional information was received that the biomed stated the unit was powering on and could not be power back off. The biomed replaced the overlay, and it allowed him to power device on and off, but the device still powered on its own. Then the biomed called service engineer for support, and it was recommended to replace the ui assembly. The biomed replaced the power switch overlay and ui assembly to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported. The device was outside clinical use for treatment when the reported event occurred. No parts were returned for failure investigation at this time; therefore, the root cause at the component level could not be determined. An evaluation will be performed if the removed component is received, and an additional report will be submitted.

Manufacturer narrative:
The defective overlay was received for evaluation. The product investigation lab (pil) conducted a failure investigation (fi) to determine the cause of the reported failure. Pil was unable to duplicate the issue of the device powering itself on. Pil verified that there were issues with the indicator leds on the user interface membrane. In addition, it was noted on review of the device event log that the "check vent: alarm led failed" alarm occurred during use and was repeated. Pil identified a suspect kink in the ribbon cable that had trace issues due to the kink. Fi determined that the alleged device interface failure is confirmed, interface membrane failed. The investigation concludes that no additional action is required at this time.

Manufacturer narrative:
Date of report: 13aug2021. There was no patient involvement.

Event description:
It was reported to philips by a customer that the unit is cutting on and off by itself. Based upon the information provided, the device was not in clinical use or providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the biomed reported unit cutting on and off by itself and he was able to reproduce the problem. The biomed reported they have already attempted replacing the power switch overlay, but it has not resolved the problem. The rse informed the biomed the user interface board is the likely failure. The rse informed the biomed to identify the manufacturer of the display and either order the ui board for the nec display or the entire 2nd generation if the unit has a hydis display. Other information is pending.